Manufacturer narrative:
During a shoulder arthroscopy the patient developed a rash from the drape, u, 60 x 72 in, fan folded,w/adhesive,ns requiring cleansing of affected skin, application of bacitracin and covered with 4 x 4. We were unable to conduct a device history record review for the given product quality report, as the lot provided is invalid. However, a verification of the final inspection records for the given product catalog number over the last 6 months, does not show an incidence or trend related to the issue reported. All devices are made with qualified, tested and approved materials. We also verified that the operators are certified in their operations and in compliance with applicable standard production method (spm). The product is randomly inspected according to the approved sampling plan where this condition is verified by the qa inspectors. Since a sample is not available, a root cause for this issue could not be determined. Based on the process evaluation and the investigation conducted, we are unable to determine the root cause for this issue. If a sample is returned at a later date, an addendum to this investigation will be performed.

Event description:
This account is having issues with pack sop40sasbc lot #449418 and the u-drape 8476. Based on the customer information submitted, the patient developed a rash from the drape after surgery and was treated with bacitracin and a 4x4.